Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had visible droplets. The following information was provided by the initial reporter: material #:303310 batch#:5253925. Please see the information below from regarding an issue they are reporting with can you please start a qi and work with to gather any additional information you may need? Please include the defective tracking team in any correspondence for the tracking/documentation. This report's unique identifier is 1497 should you need to reference it. Report date: (B)(6) 2026 product description: bd 20cc luer-lok syringe manufacturer product number: ref303310 lot number: 5253925 is product in a kit/custom pack: yes date of event: 2026-03-31 description of defect: moisture inside barrel of syringe, droplet in gap between rubber on plunger and hub of barrel. Used on patient: no location of product: inpatient pharmacy.